Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported an emergency revision surgery due to excessive bleeding. The original procedure was completed with reverse t cut. Bleeding from the internal thoracic vein was confirmed after the surgery.